Manufacturer narrative:
The investigation determined the root cause was the customer not correctly performing maintenance on the analyzer.

Manufacturer narrative:
The field engineering specialist noticed that the internal standard and diluent had many air bubbles. The glass vessels and all the nozzles were dirty. He cleaned the vessel, nozzles, and sipper. Dried serum was also found on the internal standard nozzle. The customer also had the incorrect decimal numbers on the compensator value setting. Once the field engineering specialist corrected the setting and cleaned the system he performed multiple air purge and reagent primes. He performed a successful calibration. He performed precision testing with acceptable results. Qc testing was performed with acceptable data. There have been no further issues following the service visit. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable low ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data from 46 patients with comparable results, 38 had discrepant results. Here are examples of three patient's discrepant results: patient 1: the initial sodium result was 131 mmol/l with a repeat result of 138 mmol/l. Patient 2: the initial sodium result was 128 mmol/l with a repeat result of 134 mmol/l. Patient 3: the initial sodium result was 128 mmol/l with a repeat result of 138 mmol/l. On the day of the event, the customer had 5 failed ise calibrations prior to the successful calibration. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event.